Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The complaint is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the arch had settled and the talus position shifted in the right sagittal plane. Because the staples did not maintain fixation, alternative fixation crossing the tn joint was needed. A revision of the total talus implant was planned for (B)(6) 2024. During a phone call on (B)(6) 2024, dr. (B)(6) stated that the custom talar implant did not fail; the staples were unable to hold the position, and the force required due to the patient¿s weight had been underestimated. Attempts have been made and no further information has been provided.